Event description:
It was reported the patient charged the ipg every other day, but the ipg provided less than 24 hours of therapy, thus leaving the patient without therapy until the ipg was charged again. The patient had also been using higher amplitude programs for several months. As a result, the patient underwent surgical intervention where the ipg was replaced and effective therapy was restored.